Manufacturer narrative:
Review of DHR for lot 17263057 revealed no anomalies that can be considered related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that there was severe resistance at the hub of the prowler select plus (B)(4) when inserting an enterprise 2 vrd (details unknown.) Both devices were removed from the patient. Another enterprise 2 (B)(4) was prematurely deployed in the hub of another prowler select plus microcatheter (details unknown.) The procedure was stent-assisted coil embolization of an aneurysm at the internal carotid-posterior communicating artery. The patient's vessels were not calcified and the tortuosity level was unknown. A chikai (asahi intecc) and an excelsior sl-10 (stryker) were used for this procedure. It was reported that the physician experienced a severe resistance at the hub of the complaint prowler (B)(4) when trying to insert an enterprise 2 (details unknown) into it. The prowler was replaced with a new one (details unknown) and the enterprise 2 was successfully delivered and deployed in the target site. The physician then tried to insert the complaint enterprise 2 (B)(4), but it got accidentally deployed inside the microcatheter hub. The deployed vrd was removed and another enterprise (details unknown) was inserted instead. The procedure was completed without further issues or delay. There were no injuries / adverse consequences to the patient. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The introducer of the enterprise devices were fully seated and secured in the hub. Nothing unusual was noted on the enterprise devices prior to use. No visible damages were noted on the products prior to and after the events. The complaint products have already been disposed. No further information is available.